Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited increased threshold measurements, noise and low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.